Event description:
The customer contacted heartsine to report that their pad-pak's battery cover was missing. This may lead to moisture ingress and subsequent corrosion damage to the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pad-pak was missing the battery cover. This fault was attributed to a manufacturing error. The fault is being further investigated under a non-conformance. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their pad-pak's battery cover was missing. This may lead to moisture ingress and subsequent corrosion damage to the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Hearsine's investigation confirmed the reported fault. Visual inspection of provided images confirmed no battery cover was in place on the pad-pak. The root cause of the reported fault has been attributed to a manufacturing error and therefore shall be further investigated under a non-conformance. The pad-pak shall be scrapped and the customer provided with a replacement device.